Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states she has had to change her infusion head set 3 times in the last 4 days because the adhesive is not sticking enough. Customer thinks might be defect in the adhesive. No adverse event reported. A request was made for the return of the device, replacement sent.